Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: e2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2006; 4968-35 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported a ventricular lead warning was observed during periodic follow up. It was further reported that the lead impedance trend had decreased and that ventricular high rates and noise were recorded on the electrogram. Measurements were taken with various positions and noise was observed during measurement. The lead was replaced and remains implanted. No patient complications have been reported as a result of this event.